Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to verify the complaint. The conductor wire was not broken, damaged, scratched or dislodged from the conductor cap. The electrical continuity test was performed and passed. Failure analysis investigation aldo found the following unreported damage: the conductor cap was broken and missing material. Failure analysis concluded that the damage was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the missing material from the broken conductor cap found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that in central processing, the permanent cautery hook instrument was observed to have the black cable popped out of slot when moving the hook around. It went back inside and chewed up the cable. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.